Event description:
Patient a was being evaluated in the emergency department (ed), troponin test was ordered as part of the work up. Samples were submitted to lab for testing: an elevated critical (abnormal) result was obtained and reported to the healthcare provider. Samples from patients b, c, and d were also submitted for troponin testing later in the same day. All returned with abnormal values. The ed nursing staff called the lab to question troponin values as they did not correlate with patient medical evaluation. Samples were retested on alternate instrument and different results were obtained. The nursing team was alerted to these findings and results corrected in the medical chart. Instrument that yielded erroneous results is a roche e411 model with serial number [redacted], was pulled out of service pending investigation to determine root cause for the erroneous values.